Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited inappropriate shock and oversensing. Additionally, low amplitude was also observed. The s-ICD was turned off as the patient will get a transplant soon. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe the event or problem field d6b: explant date h1: type of reportable event h6: impact codes additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited inappropriate shock and oversensing. Additionally, low amplitude was also observed. The s-ICD was turned off as the patient will get a transplant soon. At this time, this s-ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited inappropriate shock and oversensing. Additionally, low amplitude was also observed. The s-ICD was turned off as the patient will get a transplant soon. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Only the proximal segment of the electrode was returned, inspected, and analyzed upon receipt at our quality assurance laboratory. The visual inspection revealed the electrode had been severed during the explant procedure. Resistance testing found the electrode was electrically continuous. Analysis has determined that no evidence of device defect, malfunction, or abnormal damage was found. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe the event or problem field d6b: explant date h1: type of reportable event h6: impact codes additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.